Manufacturer narrative:
The field report of rv lead noise was not confirmed, and could not be reproduced during analysis in the lab. The device was received in backup vvi mode, consistent with electrocautery used during explant. Noise tests and pacemaker output verifications were performed and no noise or anomalies were observed. Visual inspection found ventricle setscrew inset was stripped and filled with septum debris and dried body fluids, which consistent with damages resulted from incorrect torque wrench insertion during the procedures. Analysis indicated the device voltage was above eri the entire implant duration. Eri flag seen in the field was a false eri resulting from transient low battery fluctuations, from the device operating in automated or higher settings. There were no device anomalies found that would have contributed to the issues reported from the field. Longevity assessment was performed, device has reached the normal eri level due to normal usage and lab testing.

Event description:
It was reported that the patient was presented for a generator replacement for normal eri with noise on rv lead. Prior to the procedure, the lead was tested and the noise was not apparent on the pacing system analyzer (psa). The physician suspected the device for the noise issue. The device was explanted and replaced. The patient was stable.